Event description:
It was reported that a titanium anchor is broken. It was used as recommended. The broken off tip was drilled into the bone, nothing was inserted over it, so it was not extra secured. Surgery was completed with another corkscrew that was put next to the former tunnel.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the titanium corkscrew was completely fractured at its hexagonal base. The device met all specifications as received. Device history record revealed nothing relevant to this event. The actual cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.